Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump had a scratched display window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer is getting errors when they are trying to fill the reservoir. Customer's father had the battery out of the pump and was assisted with clearing the alarm. Caller stated that they are unable to exit the preparing to prime loop. Caller was advised to clear the battery out limit alarm. Caller was assisted with setting the time and date and with the rewind/fill tubing process. Caller was advised that the pump will need to be replaced.